Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 300 mg/dl at the time of call and 400 mg/dl yesterday; the insulin pump alarmed no delivery. The patient could not currently treat with the insulin pump. During troubleshooting the insulin pump did not have any anomalies. However, when the set was removed the site bled. The patient was able to prime the tubing, though. The customer was advised of a possible site occlusion. The insulin pump was not returned for analysis.